Event description:
Horrible rash at site; the dexcom g6 cgm has obviously changed their adhesive. My son's skin was fine for several years of application, but the last few months he has had terrible rashes where the dexcom was attached to his body. Red, itchy, painful rashes. FDA safety report ID# (B)(4).